Manufacturer narrative:
(B)(4). Device was returned for analysis and upon inspection the jaws were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, six clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon used a ligaclip and it did not work. The nurse in the room reported as he was squeezing the handle no clips were seen. There were no patient consequences. Case completed with another device of the same product code.